Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a j&j sales representative. UDI: (B)(4). The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during an anterior cruciate ligament reconstruction and medial meniscal repair procedure the truespan meniscal repair system peek 12 degree device misfired. It was reported that while inserting the device into the meniscus, firing the trigger and reported a louder click than he typically hears and a 'loose trigger after the initial fire.' Suture was removed from the patient. That device was removed from the field and thrown away. Another device was with a different lot was successfully used to complete the procedure. This occurred in the middle of the procedure, causing a 10-minute delay. No patient harm. There were no adverse patient consequences reported. No additional information was provided.